Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had defective rubber ring around switch 1. Upon inspection and testing of the returned device, a gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In addition, there was a gap between the acoustic lens, acoustic lens peeling, and ultrasound probe and missing piece / chip / parts fell on the scope probe unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a cut on switch 1, water tightness lost, due to wear of lock engagement lever, up/down knob cannot be locked securely, scope body cracked, scope cover chipped, scope cover plate unclear, grip scratched, t-nut loose, right/left knob discolored, switch box scratched, switch 1 damaged, up/down knob scratched, due to deformation of scope connector, water tightness lost, due to corrosion on electrical connector, a noise image occurs, scope ID not displayed, sheet holder unit corrosion due to water leakage, scope connector deformed, electrical connector corrosion due to water leakage, charged coupled device corrosion due to water leakage, due to damage on acoustic lens, displayed ultrasound image defective, objective lens scratched, adhesive around objective lens wear, adhesive around light guide lens wear, adhesive on angle rubber wear, connecting tube scratched, due to wear of angle wire, bending angle in up/down/right/left direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, due to wear of angle wire, the play of right/left knob out of the standard value, ultrasonic probe loose, and universal cord buckled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between acoustic lens and ultrasound probe and the chipped acoustic lens could not be determined. The event may be prevented by following the instructions for use sections below: ¿warning¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.